Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: it was reported there is a mix with different type of syringes. To aid in the investigation, to aid in the investigation, one photo is provided for evaluation by our quality team. The photo shows one luer lock and one slip tip syringe. It could be possible, during the distribution process, these boxes were labeled incorrectly. The customer is reporting the boxes are labeled with part number 70124801. This is not a bd part number as we label these products material number 301035. A device history record review was completed for provided material number 301035, lot number 1215204. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 750 bd luer lok syringe bulk non-sterile had a mix of products in the pack. The following information was provided by the initial reporter: "kitting defect was observed there is a mix with different type of syringes ".

Event description:
It was reported that 750 bd luer lok syringe bulk non-sterile had a mix of products in the pack. The following information was provided by the initial reporter: "kitting defect was observed there is a mix with different type of syringes ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: it was reported there is a mix with different type of syringes. To aid in the investigation, to aid in the investigation, one photo is provided for evaluation by our quality team. The photo shows one luer lock and one slip tip syringe. It could be possible, during the distribution process, these boxes were labeled incorrectly. The customer is reporting the boxes are labeled with part number 70124801. This is not a bd part number as we label these products material number 301035. A device history record review was completed for provided material number 301035, lot number 1215204. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.